Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7333954, medical device expiration date: 2019-06-30, device manufacture date: 2017-11-29. Medical device lot #: 7333955, medical device expiration date: 2019-06-30, device manufacture date: 2017-11-29. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® c&s boric acid kit sodium borate/formate there was an issue with closure separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for closure separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for closure separation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported with the use of the bd vacutainer® c&s boric acid kit sodium borate/formate there was an issue with closure separation. There was no report of injury or further medical intervention.